Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lot number is 62538. Allergan has initiated an investigation into the lot number discrepancy. The reported events of high intraocular pressure and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported approximately 3 weeks post xen surgery, portion of the xen implant in the anterior chamber appeared to be in contact with the iris and it appeared that the iris was obscuring the lumen with an iop of 40mmhg. Surgeon will be re-assessing the patient in the coming days to determine the appropriate course of action. Affected eye unknown. The device remains implanted at this time.